Event description:
It was reported that during procedure preparation, a shaft break occurred. The target lesion was located in the carotid. As the 6f runway guide catheter was being prepped for the procedure the nurse "gently coiled the catheter" and the outer shaft split and the internal wires were exposed, however the catheter remained intact. As there was no contact with the patient, no complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a runway guide catheter with no original packaging or other devices. There was blood present on the device. The circumference of the shaft is fractured 29 cm from the strain relief with rough edges but held together by the braiding. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during procedure preparation, a shaft break occurred. The target lesion was located in the carotid. As the 6f runway guide catheter was being prepped for the procedure the nurse "gently coiled the catheter" and the outer shaft split and the internal wires were exposed, however the catheter remained intact. As there was no contact with the patient, no complications were reported and the patient's status is stable.